Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range impedance measurements for its right ventricular (rv) lead. Technical services (ts) weas consulted and discussed stored data as well as therapy delivery under current measurements. This device remains in service. No adverse patient effects were reported.